Event description:
Customer called to report a broken sensor and low blood glucose levels. Customer's blood glucose reading was 23 mg/dl. Customer stated she works in hospital in radiology and was taken to the emergency room at the time of the incident. She stated that they treated her with glucose shots through IV and gave her protein (eggs). Troubleshooting was done. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.